Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
This notification is being reviewed due to a user of a ds2adv auto CPAP device with an allegation of pressure decrease from 7 to 4 and also patient alleged stomach cramps. There was no serious patient harm or injury. There was no medical intervention specified by patient. The device was not returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.